Manufacturer narrative:
One zimmer replacement screw was returned for inspection. The screw shows signs of wear from use on the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not yet been returned to manufacturer.

Event description:
The dentist reported that he has inherited a patient and when patient presented in the office he had a loose restoration. Doctor is not sure if the screw is just loosened or if the screw is fractured. Tooth location # 4.